Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-26882. D4 model number was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-26882. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26882 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26882. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26882.

Event description:
It was reported via abiomed's long-term outcome and quality indicator (loqi) impella registry that a 44-year-old male patient endured an occlusive thrombus of the right innominate vein during impella rp flex support. The thrombus was stated to have a definite relationship to the impella device. Per the registry, the acute partially occlusive thrombus was in the right innominate vein with an additional abnormality in the right jugular vein. Heparin was given to the patient to help manage the condition. Patient bridged to transplant.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella catheter "achieving an act: 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup."